Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 instrument. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed ise decontamination procedure, replaced the ratio pump, flow cell, mc (modular chemistry) sample probe, syringe, potassium electrode, eic valve, struck carbon bridge and performed probe alignments. Age or date of birth, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) with high quality control (qc) issues on their unicel® dxc 600 instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.